Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record (B)(4).

Event description:
It was reported that customer called to inquire about gas gain alarm during the use of getinge intra aortc balloon(iab). Gas gain and gas loss alarms occured within 15 minutes of each other. Troubleshooting was done. Here was no blood identified in the tubng. The iab was placed axillary. Later the gas gain/loss alarms reappeared even after troubleshooting, so the pump was changed to cs300 from cardiosave. The alarm still persisted after changing pumps. The augmentation was decreased. There was no harm or injury.

Manufacturer narrative:
Corrected field : d1 , h6 ( investigation findings , investigation conclusions ,medical device ¿ problem code, type of investigation ) updated field : b4 , g3, g6 , h2 , h11

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5, d4 UDI number, d10, g2 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that customer called to inquire about gas gain alarm during the use of getinge intra aortic balloon(iab). Gas gain and gas loss alarms occurred within 15 minutes of each other. Troubleshooting was done. There was no blood identified in the tubing. The iab was placed axillary. Later the gas gain/loss alarms reappeared even after troubleshooting, so the pump was changed to cs300 from cardiosave. The alarm still persisted after changing pumps. The augmentation was decreased. There was no harm or injury.